Event description:
The reported stated that the surgeon was inserting a three piece collamer lens model cq2015 and the lens tore. The surgeon noticed a tear in the pt's capsule and he enlarged the original incision and cut up the lens to remove it and performed a vitrectomy and put in a different power lens, and a suture was used to close the incision.

Manufacturer narrative:
A work order search. Result - a visual inspection of the returned product shows one haptic is torn off into the optic of the lens and is missing. The other haptic is torn off into the optic. A piece of the optic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. A work order search was performed for similar complaints within the search and no similar complaints were found.